Event description:
Hcp reports the pt presented with symptoms of withdrawal including a decrease in therapy. The hcp thought the septum was leaking. A catheter dye study showed good csf flow. A "cap" study was done with unknown results. There was a seroma at the pump pocket. The connector was broken at the suture site, "but dr. Thought he did it when taking pump out so he replaced pump and connector." The pump was explanted, replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.